Event description:
Endobronchial ultrasound needle used for needle biopsy during bronch procedure; needle broke off in the patients bronchial. Dr. (B)(6) to use biopsy forceps to retrieve broken needle piece out of bronchial.